Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to a impella implantation interventional procedure. Reportedly there was resistance while advancing the first proglide device over the guide wire. When the plunger was deployed, a cuff miss [suture retrieval issue] occurred. The surgeon reinserted the guide wire and attempted a second proglide device. However, there was a massive bleeding around the proglide device and there was no pulsatile flow detectable from the marker lumen. The use of proglide devices and the pre-close technique was abandoned. A 10f sheath was inserted in an attempt to control bleeding but was unsuccessful. A vascular surgeon was called to intervene and obtain hemostasis. A clinically significant delay was reported. After the surgery, it was determined that the guide wire tore a hole in the vessel wall due to the resistance on advancement of the first proglide. The patient was hospitalized due to the cutdown and surgical closure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The reported difficulty to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment and patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effects of hemorrhage , injury are listed in the proglide instructions for use, potential adverse events, as potential adverse event associated with use of the suture mediated closure devices. Reportedly, the device was advanced into the anatomy against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.